Manufacturer narrative:
A sample was received by a company representative.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that valved trocars leaked during several vitrectomies. The staff used all the plugs. The event happened in (B)(6) 2016 to every pak. The surgeries could be completed without any patient harm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: various trocar samples were received in a bio-hazard container, along with other items. The samples were not segregated and were not adequately packaged when returned, therefore no testing could be performed. For this complaint file, the final customer lot was identified as two possible lot numbers. For these final lots, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lots for this complaint include affected manufacturing lots.